Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and handpiece. It was reported that the site had the handpiece plugged into the generator which was sparking. There was no impact on patient outcome.